Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. Visual inspection revealed no anomalies. The results of the investigation concluded that the catheter met sjm specification requirements of acceptable resistance values with no open or short circuits detected while undeflected, deflected, and during manipulation. The device also met specifications for optical properties and temperature response. The device met specifications prior to release from sjm manufacturing facilities as supported by the device history record. The cause of the reported steam pop and subsequent cardiac perforation may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial fibrillation ablation procedure, a pericardial effusion occurred. A tacticath quartz ablation catheter was advanced into the left atrium and ablation was initiated on the ridge between the left superior pulmonary vein and the left atrial appendage. A steam pop occurred and the patient became hypotensive, a pericardiocentesis was performed, which stabilized the patient. The patient was transferred to the ICU with a pericardial drain in place and was discharged the next day. There were no performance issues with the catheter.